Manufacturer narrative:
Refer to the following sections for additional information: g3, g6, h2, and h10. Intuitive surgical, inc. (Isi) received the system power manager (spm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The spm was installed into the test xi system. It powered on indicating green leds and no errors. There was still backup battery power once the ac power cord was unplugged. The spm status showed the voltage and current was normal. It ran ten power cycles and idled for one hour with no issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 417 indicating the cart switched to battery during use. The fse changed out both medical grade power supply units (mgps) and the system power manager (spm) unit. Intuitive surgical, inc. (Isi) received both mgps units involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. When reviewing the remote error log, there are several errors: errors 417 with p1 value of 4 which means psc 48v power supply 1/2 faulted and is inhibited until restart. Errors 417with p1 value of 6 which means psc 48v power supply 1/2 failed power up test due to bad connection or defect. Errors 418 which means one side of redundant power supply on the psc is operating below minimum operating load fa installed the unit into pca system and the system started up failed with error 4. The voltage was too low and fans stopped running intermittently. This unit was more than 3 years old, according to doc 832936, eco c287858, recommend to scrap this part. The reported complaint was also replicated under the second mgps unit. When reviewing on the system logs, there were error codes 417 which means one of the redundant power supplies is failing. Error 418 also occurred which means: one side of redundant power supply on the psc is operating below minimum operating load. The power supply was installed and tested on the pca test system. The system started without any errors. Then 10 power cycles was performed and the system showed error 417. This unit was over 2.8 years old, according to doc 832936, eco c287858 recommend to scrap this part. The spm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the system switching to battery during use. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the physician called and stated that the system was running on battery. Technical service engineer (tse) had the caller verify that the circuit breaker was in proper position and the wall outlet was confirmed as having power. Tse reviewed the logs and observed error codes 417, 418 and 817. The errors were pointing to a possible problem with the power supply 2. Tse asked the customer if they would reboot the system to cycle the breakers to attempt to recover, however the physician elected to proceed on battery power for now and will cycle power when necessary. Tse advised the physician that the battery power was only for recovering in the event or if the operating room loses power and the system needed to be disconnected from the patient. The physician acknowledged this, stated that they have about 45 minutes left in the procedure and will proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not completed within the 45 minutes, the surgeon decided to complete it with traditional laparoscopy.